Event description:
The clinician reports the implant was inserted (B)(6) 2021 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On 2022-03-31, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and increased sensitivity. No further patient complications were reported.